Event description:
New information notes the lead was explanted.

Event description:
It was reported that the patient presented for follow-up. Externalized conductors were noted via fluoroscopy. High threshold was observed. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.0-14.2cm from the electrode tip. The silicone insulation was abraded and the sensing conductor was visible. Internal insulation abrasion was found at 7.6- 9.0cm from the electrode tip. The etfe coating was intact at these locations.